Manufacturer narrative:
H6: code d15, investigation. The reported primary failure mode, related to high force needed to deploy the device, is consistent with the engineering evaluation findings of body delamination and bunching of body tape on the endoprosthesis. The root cause of the reported primary failure mode of high force needed to deploy the device could not be established with the available information. The additional reported failure mode, related to device migration after deployment, could not be independently confirmed. As reported, high force was needed to deploy the device, after which the device fully expanded and migrated to the abdominal aorta. A relationship between the reported high deployment force and the device migration could be neither confirmed nor dismissed. The root cause of the reported failure mode of device migration after deployment could not be established with the available information. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.

Event description:
It was reported to gore that on (B)(6), 2024, a patient was to be implanted with a 6mm x 2.5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat renal artery stenosis. The target lesion was pre-dilated with a balloon. Vsx device was delivered to target lesion. Resistance was felt when pulling deployment line during deployment. After pulling the deployment knob with higher force, the vsx device was fully expanded, and moved to abdominal aorta. Delivery catheter was completely removed from patient. A snare was used to remove the vsx device from patient. A bare metal stent was used to complete the procedure successfully. The procedure was completed without adverse effect on the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the device met pre-release specifications. Code d16 - investigation conclusion is pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.